Event description:
The customer reported that during a percutaneous prfa ablation for lung cancer, when the generator was powered on, a noise was heard and smoke came from the back of the generator. Another generator was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.